Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2009, inratio: 3.0, lab: 3.76. Tests were performed within an hour, in early evening. Patient has been using meter for a few months,

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time of complaint was filed: date: (B)(6) 2009, inratio: 3.0, lab: 3.76, mean: 3.38, confidence limits: 2.0-5.0. Per tech service rep, both readings were done within an hour interval. Customer has diabetes, but no other interferences indicated. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. As of today, product is not expected to return. No further investigation is required. As of (B)(6) 2009, 12 discrepant results complaints were reported for lot #214530 yielding a complaint rate of 0.020%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.